Manufacturer narrative:
The instrument subject of the reported event was returned for evaluation. Evaluation results indicated discoloration of the needle holder shaft. The discoloration can be an indication of improper cleaning practices by the user facility. In-service will be offered on the proper use and handling of the needle holder. The user facility was provided a replacement instrument and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the needle holder did not operate properly. The doctor utilized another instrument and the procedure was completed successfully. No report of injury.